Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During a procedure for a hip fracture, the surgeon had difficulty getting the blade in. The blade hit the nail on the far side of the hole. Surgeon used a drill bit to help make a path to get the nail through. The insertion handle was noted as bent. The entire procedure took 2 hrs to complete.